Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault was due to a calibration fault of the main circuit board (pcb). The device was recalibrated and serviced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed france that an astral device displayed a system fault (sf 125) indicating that the proximal pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.